Event description:
The patient underwent a heart catheterization with angio-seal vip 6f to right groin over one month ago. The patient underwent heart catheterization from a right femoral approach and placement of an angio-seal closure device less than 10 days ago. He presented with signs of right groin infection including multiple areas of erythema and small pustules. A CT angiogram revealed phlegmon versus fluid collections. Upon entering the subcutaneous tissue, multiple pockets of purulent fluid were encountered. Multiple cultures of this fluid were sent. Tobramycin and vancomycin antibiotic beads were placed under the muscle flap directly onto the arterial wall and on top of the muscle flap. Infected necrotic tissue was sharply debrided from the subcutaneous tissues. The wound was then irrigated with bacitracin and polymyxin antibiotic irrigation. Attention was then turned to closing. A 19 french blake drain was passed through separate stab incision and secured at the level of skin using a 2-0 prolene. This was placed on the anterior aspect of the sartorius pedicle flap. The deep tissues were approximated using #1 pds in an interrupted fashion. The skin was then approximated using 2-0 nylon in a vertical mattress fashion. Betadine soaked gauze; sterile 4 x 4's and post-operative dressings were then applied. The drain was placed to bulb suction.